Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with an ecr45w reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a liver resection procedure, the device misfired three times. There were no patient consequences. Unknown how case was completed.